Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the locking mechanism failed to lock the implant into place. The screw was removed from the bone and a new bone hole was drilled to complete the procedure. There were no significant delays of pt complications reported as a result of this event.